Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d1, d4(version or model #, catalog #, unique identifier (UDI) #), e1(event site telephone: not provided) it was reported that the cardiosave intra-aortic balloon pump (iabp) gave messages of ¿internal error¿, ¿system failure¿, ¿power up test fail code #5¿, and ¿iabp maintenance due¿. Patient is involved. No patient harm or inury reported. A getinge field service engineer (fse) evaluated the unit and concluded that condensation in pneumatic interface module (pim) and pim lines. Replaced pneumatic module assy, rohs to resolve the issue. Unit was cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part with a reported unit failure of failure codes 14, 124 and 58. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6)and tested the part to factory specifications per procedure number (B)(6)revision e and the cardiosave service manual part number 0070-00-0639 revision r. This part failed pim portion of the all manifold test which verifies the failure codes reported. Retaining the part in the failure analysis and testing department per procedure number(B)(6)rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called back at 7:51 am and stated 2 other cardiosave machines gave messages of "internal error", "system failure","power up test fail code #5" and " iabp maintenance due." Customer powered down and back up the cardiosave pump and are currently using it to provide therapy. There was no patient harm reported.